Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to claim no vibration on (B)(6) 2015. At the time of contact the patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The receiver cause was opened for further evaluation. An interior inspection confirmed the reported event of no vibration. The root cause was determined to be an assembly error.